Event description:
It was reported to philips that the host pc was non-responsive. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the system was not responsive at the startup. Upon troubleshooting, the philips remote service engineer (rse) confirmed the issue and requested onsite service to check the host pc motherboard and hard disk smart data, to clean the motherboard of host pc and reinstall the system software if the issue persists. The philips field service engineer (fse) checked the motherboard of host pc following rse's suggestion and found system crashed. To resolve the issue, fse cleaned the motherboard of host pc and reinstalled the software. After repair, the system returned to use in good working order. The codes were updated based on the investigation outcome.